Event description:
It was reported that the patient complained that he experienced a pre-syncope condition from time to time. During the explant procedure of the device, the surgeon observed blood accumulation in the connector block. The device was replaced. No patient complications were reported as a result of this event, and the patient outcome was reported as "feels fine."

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) no anomalies found.

Event description:
It was reported that the patient complained that he experienced a pre-syncope condition from time to time. During the explant procedure of the device, the surgeon observed blood accumulation in the connector block. The device was replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.